Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her belt clip was broken. Her blood glucose was 50 mg/dl. The customer reported the belt clip was broken where pin goes through on the outside. No additional information provided.